Event description:
Patient reported left side concern for "recall". Patient additionally reported "large number of accommodation folds," "presence of a laminar fluid collection posterior to the left breast implant," and "simple cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "presence of a laminar fluid collection posterior to the left breast implant."